Event description:
Report received from abbott int'l affiliate of tubing separation. During infusion, a complete tubing separation was noted at the junction between the tubing and the y-port arm located immediately below the roller clamp. The type of medication infusing was unknown. The nurse noted that the solution was leaking onto the floor. Therapy was resumed using a replacement device. There were no reports of any adverse pt events. Though requested, no add'l info was provided.